Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3677 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was diagnosed with colon cancer, and a PICC catheter was placed in our hospital, and he went to our hospital for maintenance every week. When I came to the hospital for maintenance on 4.13, it was found that there was a crack in the catheter near the puncture point during the flushing process, which caused catheter leakage. Immediately give the trimmed catheter a damaged part, replace the decompression sleeve, and continue to use.